Event description:
The customer reported a fluid leak at the secondary probe of the coulter coulter lh 500 hematology analyzer instrument. Blood, controls, stain, lyse, clenz or diluent can be present at the probe of the lh500 instrument. The customer was wearing personal protective equipment (ppe) consisting of a lab coat and gloves. The customer did not come in contact with the fluid and did not seek medical attention. No exposure (sprayed or splashed) to mucous membranes or open wounds were reported. No death, injury or changes to patient treatment or results are associated with this event. On (B)(6) 2012, a field service engineer (fse) found that the tubing through pv42 was cut, which caused the air pressure for the probe backwash drain to drop therefore not allowing the probe to drain properly. The fse replaced the tubing and verified the repairs per established procedures

Manufacturer narrative:
The cause of the leak is attributed to the tubing through pv42 being cut. Bec internal identification number is (B)(4).